Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from the (B)(6) of a break in aseptic technique and sterile peritonitis in a patient coincident with dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient experienced sterile peritonitis, manifested by cloudy effluent and poor drain, and was hospitalized that day. The patient was treated with vancomycin and amikacin. Treatment also included rest from peritoneal dialysis (pd) in (B)(6) 2011 and the patient was switched to hemodialysis during this period. At the time of this report, the peritonitis was resolving. Outcome for the break in aseptic technique was not reported. The root cause of the sterile peritonitis was a break in aseptic technique. The physician believed the sterile peritonitis was not related to dianeal pd2 unknown bag therapy; however did not provide an assessment of causality for the event of the break in aseptic technique.